Event description:
It was reported that an altitude alarm was activated on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and reconnect the current cartridge. When insulin could not resume, they advised loading a new cartridge. Despite this, the alarm recurred. Technical support instructed the customer to wait two hours to allow any additional moisture to evaporate and planned to follow up.